Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. The reporter alleged that there was moisture/corrosion behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/12/2014 with the following findings: visual inspection revealed that the battery compartment was cracked between the case seal and the grip pad. A leak test was performed and a leak was found at a crack between the display lens and the case seal. The pump case was removed and evidence of moisture was found inside the pump. Unrelated to the complaint, evaluation revealed that the display was dim and discolored.